Event description:
The hosp reported that during an endoscopic vein harvesting procedure, 2 balloons broke before the case. A third device was used to complete the procedure. No pt effect has been reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.